Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon disappeared after insertion [foreign body in reproductive tract]. Case description: consumer reported via e-mail that tampon disappeared after insertion. No serious injury reported.